Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-29. H6: investigation summary: sample and photo received for investigation, upon visual inspection silicone is observed. According to silicone content test performed with sample received, an excess of silicone in be confirmed. A device history review was performed for lot 2106101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Possible root cause of the excess of silicone may be due to a failure in the silicone sprayers. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe plunger had a viscous, unknown liquid on it. The following information was provided by the initial reporter, translated from dutch: "as you can see on the picture, we have noticed an unknown liquid on the plunger. This may be silicone oil, as it has slightly viscous characteristics."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe plunger had a viscous, unknown liquid on it. The following information was provided by the initial reporter, translated from (B)(6): "as you can see on the picture, we have noticed an unknown liquid on the plunger. This may be silicone oil, as it has slightly viscous characteristics."